Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarms. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated they are unable to exit the preparing to prime loop. Customer stated that they didn't receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.